Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, it was reported that a beta bionics ilet user experienced hyperglycemia with a blood glucose of 276 mg/dl following a recent factory reset. The ilet delivered conservative correction doses, and glucose values returned to range. No medical intervention was required.